Manufacturer narrative:
Upon further review, it was noted that the information provided in the initial MDR should be updated. Therefore, this supplemental filing is to update the following fields per new information received: section a2: age: 59 years. Section a2: date of birth: (B)(6) 1961. Section e1: email address:(B)(6). Section b5: the issue occurred in patient's left eye and the replacement lens was a tecnis eyhance, model dib00195. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a damaged tecnis simplicity intraocular lens (iol). The iol was implanted and explanted in the same procedure. No further information provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.